Event description:
It was reported that the pump was not delivering insulin as intended. Reportedly, the customer reverted to an alternate method insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.